Event description:
On (B)(6) 2022 getinge became aware of an issue with one of surgical lights power led 700. As it was stated, corrosion has built up on the device. We decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled 700. As it was stated, corrosion has built up on the device. We decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination. According to the information provided by the service unit, the customer approved the offer for repair. It was established that when the event occurred, the surgical light did not meet its specification due to rust occurrence, which contributed to the event. There is no information if the device was or was not being used for a patient¿s treatment upon the event occurrence. The review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of rust occurrence is low. A root cause analysis was performed by subject matter experts and concluded that maquet sas did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause nor provide the most probable root causes. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).